Event description:
The pt's leg rotated internally instead of being held steady in external rotation. As a result, the rim of the trial head fragmented.

Manufacturer narrative:
The evaluation results indicated that in cases of extreme circumstances, the design may not be capable of withstanding excessive loading. Corrective action was implemented to improve the strength of the trial heads to better withstand excessive loading.